Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a sudden rise in pacing impedance measurements from 400 to 1,200 ohms and noise on the shock channel. Subsequently, a lead fracture was suspected but was not confirmed with fluoroscopy. The lead to device header connections were confirmed secure and the lead also tested normal on a pacing system analyzer (psa). Furthermore, a local field representative reported that the lead was surgically abandoned as a precautionary measure in case fracture did develop. The device was also electively replaced and a new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.